Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three separate ophthalmic forceps would initially move to the closed position then would not reopen during a retinal detachment surgery. An alternate forceps from a different lot number was obtained in order to perform the procedure. No patient impact was reported. Additional information has been requested.